Event description:
We performed a breast augmentation with placement of implants on (B)(6) 2020. The patient did well, until presenting to clinic on (B)(6) 2020 with purulent-appearing drainage from the incision on the right breast. We took her back to surgery that day to irrigate the breast and obtain cultures. The implant was noted to be intact. The pocket appeared inflamed and there was a significant amount of yellow-white drainage in the pocket. We irrigated with antibiotic solution, replaced the implant, placed a drain, and kept the patient on antibiotics for one week postoperatively. As of (B)(6) 2020, she was doing well. This seemed to be an isolated infection, which is extremely rare in our practice (I've had one other implant infection in 23 years of practice), but of course, this can happen. Shockingly, 3 days later, another breast augmentation patient of mine, who I had operated on (B)(6) 2020, presented to clinic with the same presentation, but involving both breasts. Within about one week, all three of my other partners also had very similar cases, with breast augmentation patients, involving one or both breasts, all done in a similar time frame to my two cases. As of this date, we have had a total of 6 patients with similar presentation show up in the past 2 weeks. We had not changed anything in our protocols to explain this. There were different personnel on the various cases. Different breast implant manufacturers were used. Our suspicion was that the implant placement funnel could be to blame. We use a funnel to assist placing the implant in the breast. It allows a less traumatic placement and minimizes chance for bacterial contamination. For years, we used the keller funnel. Since about (B)(6) 2019, the keller was not available, and we began using the inplant funnel. We made some inquiries, and found that many surgeons throughout the country have had similar experiences to ours, and felt that the funnel may be the cause. I, along with many other surgeons, have reached out to the company, only to have our concerns ignored. In follow-up, our patient's intraoperative cultures have been negative. We wonder if there could be an inflammatory response induced possibly by the chemicals in the lubricant that is used to coat the inside of the funnel. FDA safety report ID# (B)(4).